Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. Additional h3 investigation summary: it was reported pull off - suture needle. One open sample of product code c003 was received for analysis. The product code is control release and required eight strands single armed per packet. During visual inspection of the winding former, the needle of slot #1 was separate. The swage and attachment area were noted to be as expected and the barrel hole of the needle was examined under 20x magnification and no suture remnant was noted. The suture was dispensed and examined, the insertion end was observed to be as expected. In addition, seven needle-suture combination were visually inspected and the swage and attachment area were noted to be as expected. The sutures were dispensed and examined along of the strand, no defects or damaged were found. The functional test was performed and the pull force results meet the customer requirements. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the detached needle, it could not be determined what may have caused the reported incident of: ¿ it was found that the suture had been detached from the needle. It was a control release needle¿.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During procedure, it was found that the suture had been detached from the needle. It was a control release needle. There were no patient consequences reported.